Manufacturer narrative:
The customer reported the device would not be returned for evaluation and the device serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alerted to a downstream occlusion alarm during a patient infusion (medication not provided). The line did not require any flush and staff did not need to exchange the pump. The patient state was found to be improved and as a result discharged from the hospital. No further details were provided.